Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned to the u.s. For evaluation because it will be investigated at a domestic investigation center.

Event description:
It was reported that after an acl reconstruction, it was noticed that the guide wire got broken inside the femoral tunnel. The surgeon performed re-operation in order to remove the broken tip from the body. The patient's post-operative condition was reported to be good.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.